Event description:
It was reported that this brady lead was attempted due to physician attempted in multiple locations for acceptable thresholds, but none were achieved. When the lead was removed and checked, the helix would not extend or retract. A new lead with same model was implanted. No adverse patient effects were reported. The lead was returned for analysis.